Manufacturer narrative:
Exemption number e2013017 b. Braun inc. (Bbmi) (importer) is submitting the report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun medical inc. Internal report number (B)(4). The investigation into this reported event is ongoing. Additional attempts are being made to try and get more information regarding the reported event. A follow-up report will be submitted when the results of the investigation are available.

Event description:
As reported by user facility: having issues spiking the bags for use, and after spiking we are finding residual plastic inside the bag. No patient impact.

Manufacturer narrative:
Exemption number e2015013. (B)(4). This report has been identified as b. Braun medical inc. Internal report number (B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample a thorough sample analysis could not be performed and no specific conclusions can be drawn. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. If additional pertinent information becomes available a follow-up report will be filed.